Event description:
It was reported that the patient had a chronic driveline infection with drainage and cultures positive for meticillin sensitive staphylococcus aureus (mssa). The infection was being treated with antibiotics the event date was estimated and information on previous admission and discharge dates was not available. This event captures the chronic nature of the infection.

Manufacturer narrative:
Onset of infection: MFR#2916596-2022-13367. Manufacturer's investigation conclusion: the patient was transplanted (MFR# 2916596-2022-13257) . A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.